Event description:
While using a byte day aligners, patient reported that teeth chipped. They also reported 2 cavities in their teeth. They have an appointment but not until (B)(6) 2024. Requested additional information and diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.